Event description:
It was reported that sometime post port placement, thrombus was observed. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review:a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual, functional evaluations were performed. Based on the photos reviewed, port body attached to the catheter and blood residues were noted. The investigation is inconclusive for reported thrombus as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon available information. Labeling review:a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer; however, photo was provided and the evaluation is still pending. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post port placement, thrombus was observed. The current patient status is unknown.